Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was initially reported that the "laser fibre went through during procedure in the theatre. Leak. Faulty angulation". No negative impact in state of health reported. On july 9, 2024 we were informed that the procedure was aborted because of the reported malfunction. Consequently, the surgery was rescheduled. Since the surgery was aborted, the case is deemed as reportable.